Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided) and diabetic ketoacidosis. Reportedly, the cause was unknown. System check with tandem clinical support confirmed the pump was functioning as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. Reportedly, the customer reverted to manual injections for insulin therapy.